Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient experienced malaise. The cgm was reading 55 mg/dl and the blood glucose reading was not checked. The parent called an ambulance, and the bg was 190 mg/dl. The cgm reading at that time was not documented. The patient was diagnosed with diabetic ketoacidosis and treated with IV drip and stayed in intensive care unit for 5 days. At the time of the report, the patient was feeling a lot better but could not recall the details of her stay at the hospital. There was no documentation of further medical evaluation or intervention. Of note, the patient uses omnipod 5. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.